Event description:
It was reported that the customer has been receiving constant calibration errors. The customer's blood glucose dropped down to 30 mg/dl. The night prior to the call she had a blood glucose of 23 mg/dl. The customer's most recent blood glucose was 105 mg/dl. The customer stated that they would drink milk if they experiencing low blood glucose levels. The customer will be sent a replacement transmitter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.